Event description:
It was reported that, ¿tibial baseplate looked to be internally rotated. Insert was worn posterior lateral. Metal on metal articulation between femur and baseplate. Wear marks on baseplate and posterior condyle of femur, both lateral.¿

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9610726-2012-00093.